Event description:
Olympus medical systems corp (omsc) was informed that the doctor attempted to cut and extra suture at previous surgery using this device but the suture was stuck in the loop cutter and the doctor could not temporarily withdraw the device from the patient. The doctor cut the insertion portion near handle and withdrew and reinserted the endoscope into the patient. He cut the suture with a hot biopsy forceps. The device and endoscope could be withdrawn from the patient. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc since it was discarded by the user facility. The exact cause of the user's report could not be conclusively determined. The device instruction manual has warned users that "do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, an dit may become difficult to safety remove the instrument from the body. Such objects other than the surplus of loop may include, sewing threads, and loop stoppers." This report is being submitted as medical device report in an abundance of caution.